Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The analyst noted that the svc defib impedance was steady at approx. 51 ohms through (B)(6) 2016, begins to vary greatly on (B)(6) 2016, and rises out of range by (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying and high superior vena cava (svc) defibrillation coil impedances. It was later determined that the issue was most likely a loose set screw, and it was advised that the svc be turned off. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The implantable cardioverter defibrillator (ICD) device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.